Manufacturer narrative:
(B)(4): the black box revealed numerous no cartridge detected warning. The pump powers up normally. During the load step attempt, the pump was unable to detect the cartridge. The pump was opened and the pcb was inspected, u4 component was found misaligned and shifted on the pc board. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the u4 solder component was found to be misaligned on the pcb. This report is made based on results of investigation completed on (B)(6) 2013.